Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Even though the continuous activation condition could not be replicated during testing of the returned unit, as the unit did not work, a possible contributor for the reported condition was confirmed. The returned unit used in surgery was dissected to verify the electrical connections. Inside the handle, saline water, humidity inside the button domes, saline water residue and rust was observed. This indicates that saline water accessed the inside of the probe, reaching the electrical connections, which could have caused the reported malfunction during surgery and while the unit was in transit for evaluation, the saline water rusted and corroded the electrical connections. No abnormal condition was observed in terms of assembly of the wire connections, wire arrangement with the e-prom pins, green clip and red cable connection. In order to rule out fluid ingression due to a manufacturing related defect through the glued parts of the serfas probe, the lumen's joint with the core, the glue joint between the inner lumen and ceramic and the glue joint between the suction tube and the inner lumen were evaluated by pouring saline water through the joints and observing if there was any water ingress into the handle. No fluid ingression was observed through those points. The only possible ingression point identified is the suction tube's and communication cable's outlets, located on the bottom of the handle. Therefore, the most probable cause for the reported condition is identified as user related. Instructions for use for the serfas energy probes include the following warnings and cautions that will prevent the reported condition: do not submerge the probe handle in liquid. Submersion can damage the circuitry and cause unintentional activation. During a procedure, always place the probe in a dry location when not in use. Do not cut suction tubing, which could result in unintended probe activation. Do not activate the probe while in contact with metal objects and/or instruments as unintended tissue or probe damage may occur. Do not allow the patient to come in contact with grounded metal objects. When serfas energy probes and psychological monitoring equipment are used simultaneously on the same patient, any monitoring electrodes should be placed as far as possible away from the surgical electrodes. Position serfas energy cables to avoid contact with the patient, electrodes cables and any other electrical leads which provide paths for high frequency current. Failure of the high frequency surgical equipment could results in an unintended increase of output power. Ensure that the probe tip is completely immersed in a conductive irrigant solution (e.g. Saline, ringer's lactate). Do not use nonconductive irrigants (e.g. Sterile water, air, gas, glycine, etc.). Examine the probe for damage prior to use and discard if damage is found.

Event description:
It was reported that the probe triggered itself during the case.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the probe triggered itself during the case.